Event description:
It was reported that a patient became hypotensive following pump and catheter implantation and was admitted to the intensive care unit (ICU). Per the reporter, the physician wanted the pump turned off but did not have the correct programmer to do this. Technical support explained the "emergency emptying of the reservoir" process. The pump contained hydromorphone (dilaudid) and bupivacaine (marcaine). The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).